Event description:
After initial insertion and filling of the nosecone, the physician was removing the turbohawk to clean. The physician was pulling normally and the device got hung up before the sheath. The physician then pulled and the device separated at the proximal attachment of the nosecone. The distal tip was caught by the spiderfx but then spider wire was broken trying to remove the rest of the turbohawk. The physician went in with snare to retrieve the spider with success and proceeded to utilize another turbohawk to finish case. Please reference MDR 2183870-2014-00055 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Device evaluation: the turbohawk device was received for evaluation with the filter assembly from the spider fx device. The turbohawk distal tip assembly was fractured at the proximal end of the housing laser-cut coil. The tecothane jacket had delaminated from the housing between the window and the laser-cut coil. The rx guidewire lumen exhibited a longitudinal tear between 0.5cm and 3cm from the distal tip. The spider fx filter assembly had separated from the core of the capture wire. Essentially, the entire core wire section from 11mm proximal to the filter's spiral connector was missing. The 11mm of exposed stainless steel core wire (proximal to the spiral connector exhibited several bends and a kink on fracture face. Several mesh wires exhibited fractures in the proximal 0.5cm of the filter. The capture wire fracture face location coincided with the proximal most reach of the filter assembly proximal marker band when the filter is slid tight against the distal edge of the spiral connector.